Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. Twenty retained samples were use tested and were unable to confirm the complaint. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5281222. Conclusion: without the actual sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode with retention samples.

Event description:
It was reported that the bd vacutainer® eclipse¿ signal¿ blood collection needle broke after removing the shield. No injury or medical intervention.